Manufacturer narrative:
(B)(4). Batch # 662a47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a sr75 reload loaded in the device. The reload was received fully loaded with staples, with the swing tab in the locked position and both gripping surfaces broken off making the reload non-functional. The device was tested for functionality with a test reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure when the magazine was inserted into the device, the side plastic edges for inserting and removing the magazine, are broken. No patient harm reported.